Event description:
Information received indicated the inflation issue occurred in (B)(6) of 2019.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated event information. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth, indicating stress was exerted. Abrasion was noted on all pump tubes. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. It was further concluded that the smooth surfaces associated with the pump bulb separation indicated that sufficient stress(s) may have been exerted on the on this site to separate it while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, implant not inflating properly. Exchange pump only.